Manufacturer narrative:
The device was manufactured from june 30, 2019 - july 01, 2019. The actual samples was received for evaluation. A visual inspection was performed with the unaided eye, which observed a blue floating particulate matter (pm) inside the fluid pathway. Additional magnified inspection verified the blue floating pm which appeared to be plastic. A representative image of the isolated particle was obtained with a stereoscope. The results showed a blue polymeric triangular particle 1.3 mm as measured in the longest linear length visible in the bag. The particle was isolated and analyzed using micro-fourier transform infrared spectroscopy (ftir). The particle was determined to be polypropylene. Blue polypropylene was not a component in the manufacture of the bag. Therefore, the reported condition was verified, however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue plastic piece was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. It was further reported that the blue plastic from the intralipid 20% port "sheared off and got into the tpn solution". This was identified during compounding. There was no patient involvement. No additional information is available.